Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported via a call that the intra-aortic balloon (iab) was inserted emergently at a referring facility and the male patient was transferred for CABG (coronary artery bypass graft) later this am. The arterial line would not flush and was not present on the screen. The patient was supported without alarms. The nurse drew lab work from the central lumen at 2330est. She flushed the line with 10-11 cc saline and now there was no waveform and she was unable to draw blood. The catheter does not have a side port. It was reviewed why labs are not to be drawn from the central lumen. A radial arterial line could be placed for timing or the md could replace the iab catheter. She was going to ask for an a-line to be placed. She was reminded again not to flush or draw from the central lumen to prevent the chance of displacing a clot into the patient. It was noted that the length of time in use prior to event was six hours.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of central lumen occlusion is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported via a call that the intra-aortic balloon (iab) was inserted emergently at a referring facility and the male patient was transferred for CABG (coronary artery bypass graft) later this am. The arterial line would not flush and was not present on the screen. The patient was supported without alarms. The nurse drew lab work from the central lumen at 2330est. She flushed the line with 10-11 cc saline and now there was no waveform and she was unable to draw blood. The catheter does not have a side port. It was reviewed why labs are not to be drawn from the central lumen. A radial arterial line could be placed for timing or the md could replace the iab catheter. She was going to ask for an a-line to be placed. She was reminded again not to flush or draw from the central lumen to prevent the chance of displacing a clot into the patient. It was noted that the length of time in use prior to event was six hours.